Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak occurred coincident with peritoneal dialysis (pd) therapy. The peritoneal dialysis registered nurse (pdrn) reported that there was fluid in the cycler door. It is unknown when the leak may have occurred. The patient did not develop any symptoms, adverse events, or injuries related to the reported event. The patient was able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There was evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A visual internal inspection found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. A simulated treatment was initiated and completed on the cycler with no fluid leaks noted in the test cassette. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak occurred coincident with peritoneal dialysis (pd) therapy. The peritoneal dialysis registered nurse (pdrn) reported that there was fluid in the cycler door. It is unknown when the leak may have occurred. The patient did not develop any symptoms, adverse events, or injuries related to the reported event. The patient was able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.